Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving hydromorphone (7.5 mg/ml at 0.89 mg/day) via an implantable infusion pump for spinal pain. It was reported that there was erosion at the pump pocket. The erosion did not actually rupture the skin. It was decided that it was irritated, so the pump was removed and replaced with a new one on the opposite side. The erosion was discovered about one week prior to (B)(6) 2018. A partial system explant occurred. The original catheter was cut and partially removed. The catheter problem that led to the catheter revision was not specified. The new pump section was used to splice the existing catheter together and move to the other side. The new implanted length was 88.2 cm or about 0.194 ml. Information for prime bolus was reviewed. No further complications were reported.